Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead exhibited failure to sense. The lv lead was not used and a new lv lead was used to complete the procedure. The patient was stable throughout.